Manufacturer narrative:
Event occurred on an unknown date in 2019. Device history lot: part: 04.168.275ss; lot: l873524; manufacturing site: (B)(4); release to warehouse date: 25.apr.2018; expiry date: 01.apr.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient fell on the ground and broke the left femoral trochanter. Originally, the patient underwent an open reduction internal fixation surgery with femoral neck system (fns) on (B)(6) 2018. The hospital plans reoperation on (B)(6) 2019, to replace the implant with a device of another company. There is no information about the reoperation as of this time. This report is for one (1) bolt for femoral neck system 75mm length - sterile. This is report 2 of 4 for (B)(4).